Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the first device therapy stopped working all of a sudden in either (B)(6) or (B)(6) of 2017 and she had the system replaced in (B)(6) of that year. No further patient complications are anticipated or expected as a result of this event.